Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2013 with a bifurcated stent and a suprarenal aortic extension. Upon follow-up, computed tomography (CT) revealed an unknown endoleak. Patient is in stable condition and has not been scheduled for a subsequent endovascular procedure.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event as a type 1a endoleak and a type 3b endoleak. There were limited patient medical records available for review. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include; off label use, patient anatomy and the sizing of the devices used in the initial implant.